Manufacturer narrative:
The reported event is unconfirmed. Received two (2) photo samples. Both photo samples showcase an overview of 3-way temp sensing catheter with cut portion of inlet tubing. Received one (1) used 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe (without original packaging). Visual inspection noted that the balloon was partially inflated upon receival of sample. Deflated balloon by aspiration using returned syringe. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The catheter balloon deflated passively in under three (3) minutes with no cuffing or leaks noted. This is within specification per inspection, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. The review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that while in use on (B)(6) 2023, the foley balloon could be inflated without issues but it was difficult to drain the sterile water back.

Event description:
It was reported that while in use on (B)(6) 2023, the foley balloon could be inflated without issues but it was difficult to drain the sterile water back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.